Manufacturer narrative:
The reported events were helix mechanism issue and helix damage. A complete lead was returned in one piece for analysis. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of helix damage was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead's helix over extended, could not be retracted and eventually the helix was damaged during repositioning. The physician elected to use another right ventricular lead and eventually, the second rv lead's helix was also found to be damaged during the maneuvering. Both the rv leads were not used and replaced. The patient was in stable condition.